Event description:
It was reported that during the procedure, when this right ventricular (rv) lead was positioned, high capture thresholds were observed. After changing the implantation position, the helix mechanism could not be extended. The lead was exchanged for a new one to complete the procedure. No adverse patient effects were reported. Due to the epidemic situation, this lead could not be returned.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.